Event description:
Received invitation from law firm to attend an artifact inspection of a heating pad/electric blanket that may have caused a fire in the (B)(6) residence. Both the homeowner & her daughter were claimed to be injured and property damage in excess of $(B)(4).

Manufacturer narrative:
At this time it is not certain that the claim correctly identifies the device alleged to have caused the fire resulting in property damage and injuries. The process of discovery has been scheduled to begin (B)(4) 2015.